Event description:
It was reported that the presented to the hospital for atrial lead revision procedure due to high capture threshold. After the procedure was started, infection was noted at the patient's device pocket. The pacemaker, the right atrial lead and the right ventricular lead were explanted due to the infection and were reimplanted on the right side. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.